Event description:
The customer reported that during use of this bur guard, medium with the surgairtome two handpiece in a molar extraction procedure on (B)(6) 2013, the patient sustained a severe burn to his left lower lip. The burn area was described at approximately 0.5cm x 1.0cm, which was removed by the surgeon and suture was also used to close the wound. It was further reported that heat was felt approximately 30 minutes into the procedure. The male patient has been sent to a plastic surgeon for cosmetic assessment and has been discharged. Follow-up with the facility learned that the patient is being followed-up in one week. However, the patient¿s latest condition is unknown.

Manufacturer narrative:
Conmed received the bur guard and the surgairtome handpiece for evaluation. Thorough testing of the bur guard confirmed the reported problem of overheating and found the bearing was frozen/worn causing the unit to fail the manufacturer temperature specification. This bur guard was manufactured on 04-sep-2008. Service records indicated that preventative maintenance was long overdue, based on the last service/repair date of (B)(4) 2010. The instruction manual informs the user of a 6 months service interval for this device. Over extended use and without proper preventative maintenance, damage can occur to this device causing it to overheat and not function at its optimum. An evaluation and testing of the returned handpiece with a test bur guard found the unit performed to specifications and passed all test requirements with no overheating problems noted. However, when the handpiece was tested with the involved bur guard, the unit also failed temperature testing. Visual examination found the lever handle was loose and needed to be tighten. This handpiece was manufactured in 2001 with the last service/repair date of (B)(4) 2013. A 2-year review of the device complaint history shows there have been no serious injuries or death related to the reported problem. To prevent the bur guard and/or handpiece from overheating, and to reduce the risk of patient's injury, the handpiece instruction manual provides the following warnings to the user: prior to each use, perform the following: inspect all equipment for proper operation. Continually check all parts of the instrument or its attachments for overheating. If overheating is noticed, discontinue use and return the equipment for service. Prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. The service interval for this handpiece is every twelve (12) months and its associated bur guards is every six (6) months.